Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer wound not power up. The computing platform was replaced and software reloaded. The programmer passed all functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not power on consistently. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.